Event description:
It was reported that during a therapeutic pasv PICC antibiotic administration, the catheter broke distal to the suture wing. No complications resulted with this event. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated that the break was partially smooth and on the opposite side, it was jagged. The possible root cause of this problem cannot be determined. They believe user technique and/or patient anatomy may have contributed to this event. However, patient unable to determine the relationship between the device and the cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.